Event description:
On (B)(6) 2010, the pt was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2010, an aortic extender was placed to address a proximal type I endoleak (cause unknown).

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.